Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 15-may-2018, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(4), ubd: 23-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that it had been a while since they last charged the implant and it had not been on because the leads were not where they needed to be. The patient said that they can't get the stimulation to all the parts where they need it, and that they have had to have things re-done. The patient said this started since the time of their most recent implant.